Manufacturer narrative:
This MDR references accriva diagnostics' complaint number 175700 for the hemochron signature elite instrument, serial number (B)(4). The actual device was evaluated. Mechanical testing performed confirmed the complaint. Process evaluation by DHR review showed no ncs, capas, or a history of repair. Mechanical problem. Device repaired and returned. The device was repaired and returned to the user (reporter) in response to the reported device problem. Accriva diagnostics has requested all data required for form 3500a.

Event description:
Healthcare professional reported that a hemochron signature elite and low-range act system reported inconsistent act results during a pci and stent placement procedure. The patient was receiving intermittent doses of intravenous heparin with a target act >240 seconds. One blood sample generated an act result that was >399 seconds, whereas a second blood sample drawn 10 minutes later generated an act result of 164 seconds. The second sample was run on a different hemochron signature elite instrument, which generated an act result of 175 seconds. The act result of 164 seconds was used for patient management. No bleeding, thrombosis or other medical complications were reported. The hemochron signature elite and low-range act system passed electronic and liquid qc before the procedure.